Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt's download revealed five asystole detections over two days. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (asystole events) has been confirmed. Upon evaluation, the belt receptacle was dislodged from the j1001 connector on the ca board. The cause of the asystole events is a loss of ECG signal. The cause of the loss of ECG signal is an intermittent belt connection. The cause of the intermittent belt connection is the detachment from the j1001 connector. The root cause of the detached belt receptacle cannot be positively identified but is likely excessive force at the belt receptacle. In addition, y402 was also damaged. The cause of the damage y402 is the damaged belt receptacle. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.